Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient turned stimulation up with no sensory. They ran impedance and the reading were greater than 4000k on all electrodes. No visual damage to lead or ipg were reported by physician. The device was replaced, and the issue was resolved at the time. No further complications were reported or are anticipated.